Event description:
The customer received a questionable albumin gen. 2 (alb) result on their integra 400 plus. The patient's initial alb result was 94.57 g/l reported outside the laboratory. The physician questioned the sample and requested repeat analysis. The patient's first repeat result was 38.14 g/l. The second repeat result was 38.93 g/l. There were no adverse events. The alb reagent lot number was 644860 and no expiration date was provided.

Manufacturer narrative:
The reaction kinetics provided for investigation indicate a pre- analytical interference during routine analyses caused the result discrepancy. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).